Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative. It was reported that the patient developed a loss of therapy at the beginning of (B)(6) 2015. On (B)(6) 2016, the physician was attempting a cap (catheter access port) study and was unable to aspirate or flush the cap. The physician aspirated the drug hydromorphone (9 mg/ml at 1 mg/day) from the reservoir and they were not going to refill it with drug. The pump was being filled with saline and programmed to minimum rate mode. They believed there was an occlusion and a revision was going to be done. The indication for pump use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported his pain pump quit working and they were going to replace it tomorrow. The patient went on to clarify that the reason for the replacement was because it was clogged and "they didn't know why". The patient reported when the hcp would check his pump it was still full, and they were considering turning the pump up to "push it through" but the pt didn't want to od. The pt reports they just wanted to keep turning it up and turning it up. He was in fl when problems started, and he was sick and didn't know what was wrong. That is when he found out that the pump was not working/not pumping, and the catheter was hanging out of the back and was in a bind.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump. The event date was unknown. A dye study was scheduled to be done on this report date, the patient was a no-show. The rep had no further details regarding the events leading up to the dye study. The dye study was to be rescheduled for an unknown date. There were no patient symptoms mentioned. Surgical intervention did not occur, was planned but had not been scheduled. At the time of this report, the issue was not resolved, patient status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.